Manufacturer narrative:
The customer declined to have their glidescope bflex 5.0 bronchoscope returned for evaluation and disposal. Since the bflex 5.0 bronchoscope was not returned to verathon for evaluation, the root cause of the event could not be determined. The device history record (DHR) and non-conforming material (ncm) records were reviewed and no discrepancies were found. In addition, the complaint history for the lot number was reviewed with no similar complaints related to this lot. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope bflex 5.0 bronchoscope, the image would go dark. The customer's biomed tested the bronchoscope and noted that the image was too poor (dark / black) to safely maneuver an airway. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.